Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The stepper motor will be replaced in the unit.

Event description:
The service repair technician (srt) reported that during preventative maintenance (pm) of the device at the service center, the electronic patient gas system (epgs) would not calibrate. The flow valve was open all the way, then it began to ratchet. There was no patient involvement.